Event description:
While placing ureteral stent, the surgeon began having difficulty and pulled out the guidewire with the stent and pusher. At that point, he noticed that the glidewire was broken at the end. The entire wire was retrieved from patient. A second glidewire was used to complete the procedure. There was no harm to the patient.